Manufacturer narrative:
A root cause could not be determined. Patient sample was not available for further investigation.

Event description:
The customer alleged they were receiving questionable troponin I stat (tni) results for one patient one their e411 analyzer. On (B)(6) 2014, the patient had a sample tested and the tni result was 5.05 ng/ml. On (B)(6) 2014, the patient had another sample tested and the tni result was 4.54 ng/ml. From (B)(6) 2014, the patient had tni results around 4.5 ng/ml to 5.4 ng/ml. On (B)(6) 2014, the doctor suspected the hook effect or an interference and requested the laboratory recheck the sample. On (B)(6) 2014, a plasma sample had a tni result of 4.78 ng/ml and it was reported outside the laboratory. This plasma sample was tested on a mini vidas analyzer and the result was below the normal range. The specific result was requested but not provided. The customer stated that on (B)(6) 2014, another serum sample tube was tested on a siemens centaur analyzer and the result was 0.000 ng/ml, which was below the normal range. Information on whether it was from the same sample as the plasma sample from (B)(6) 2014 was requested but not provided. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The tni reagent lot number was 174423 and the expiration date was 10/30/2014.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.